Event description:
It was reported that the patient presented to the emergency room with complete heart block. After device interrogation it appeared the right ventricular (rv) lead had fractured. The device had a pacing problem with high output and a rise in threshold. The rv lead had non-capture at 4 volts at 1 millisecond. The device output was reprogrammed until the device was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 implantable pulse generator, (B)(6) 2010. (B)(4).